Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the batteries had to be disconnected to turn the alarm off was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that a defective user interface module printed circuit board, found as an ancillary condition, confirms the customer reported condition. The root cause of this condition was determined to be a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump in which the batteries had to be disconnected to turn the alarm off. This condition was found after start up of the device in the central sterile care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.